Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve was deployed too aortic. A post deployment echo showed wide open central aortic insufficiency. A second 26 mm sapien valve was prepped and delivered for deployment in a 60:40 aortic position. The post deployment echo showed mild aortic insufficiency. The patient was reported as stable post procedure. Per report, the 26 mm sapien valve was prepped and delivered for deployment by the physicians. Upon deployment the valve that originally positioned 50:50 moved aortic and ended up 80:20. The physician thought that due to the patient having a hypertrophic small ventricle, the nose cone on the delivery system was resting on the ventricle and caused aortic movement of the valve. With the second valve deployment the nose cone rested more lateral in the ventricle and therefore did not cause the valve to jump aortic. Additional information: the degree of native valve/leaflet calcification was described as mild; there was no aortic root calcification or mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also appropriate; there was no loss of pacing capture during valve deployment and ventilation was held.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (hypertrophic small ventricle and mild native valve calcification) and procedural factors (position of the delivery system during deployment) likely caused or contributed to the event. There was no indication the event was a result of malfunction of valve or the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.